Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an optiflow junior 2 nasal cannula of the ojr414vt optiflow junior 2 ventilator transition kit , was detached from the cannula end. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details was not received from the customer section h4: device manufacturing details was not received from the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.